Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their previous implant was replaced because their implant was sitting on their sciatic nerve. The issue began maybe (B)(6) 2022. Patient mentioned their implant had shifted and wasn't connected correctly. Patient had a lower spinal surgery by (B)(6) 2021 or (B)(6) 2022. Patient was moved from group a to b with their previous implant and the implant really worked for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.